Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), the first episode of menorrhagia ("abnormal, heavy menstruation"), dyspareunia ("pain during intercourse"), the second episode of menorrhagia ("prolonged/frequent menses"), vaginal infection ("irregular vaginal discharge/infection") with vaginal discharge and menometrorrhagia ("prolonged/frequent menses"). The patient was treated with surgery (underwent a-bilateral salpingectomy and laparoscopy remove her essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dyspareunia, the last episode of menorrhagia, vaginal infection and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menometrorrhagia, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), the first episode of menorrhagia ("abnormal, heavy menstruation/abnormal menorrhagia/menstrual period increased") and dysmenorrhoea ("dysmenorrhea/menstrual pain, severe cramping") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013)), tobacco user and urinary tract infection. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, menses irregular with excessive bleeding, difficulty sleeping, swollen glands, polycystic ovarian syndrome, numbness, bladder dysfunction, amenorrhea and mole of skin (mole removal). Concomitant products included cilest (ortho tri-cyclen lo)(B)(6) 2014 to (B)(6) 2014and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain/pain lower back pain") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, 2 years 7 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("prolonged/frequent menses/menstrual periods increased from 3 days to 7-9 days"), dyspareunia ("pain during intercourse"), vaginal infection ("irregular vaginal discharge/infection") with vaginal infection, menometrorrhagia ("prolonged/frequent menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines/headaches"), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("cramping"), weight increased ("weight gain/gained 60 lbs"), mood swings ("mood swings"), feeling abnormal ("brain fog"), fatigue ("fatigue") and arthralgia ("knee/joint pain"). On an unknown date, the patient experienced polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with analgesics, surgery (bilateral salpingectomy - laparoscopic diagnostic, exploratory laparoscopy,), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, the last episode of menorrhagia, back pain, dyspareunia, vaginal infection, menometrorrhagia, vaginal haemorrhage, polycystic ovaries, weight increased, fatigue, arthralgia and vaginal discharge outcome was unknown and the migraine, pelvic pain, alopecia, abdominal pain lower, mood swings and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menometrorrhagia, migraine, mood swings, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: removed mole in the right axilla during essure procedure. She did not claim essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. On (B)(6) 2017, she reports that her preoperative pain has completely resolved. Pelvic pain she thinks due to the essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: essure coils were visualized on (B)(6) 2016,undergo an essure confirmation test which showed essure coils were visualized. On (B)(6) 2016, (us pelvis comp w/ transvaginal if indicated) pelvic pain right side; papanicolaou smear, well woman exam with routine gynecological exam, pain, female pelvic; pain (please specify). Normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), the first episode of menorrhagia ("abnormal, heavy menstruation/abnormal menorrhagia/menstrual period increased") and dysmenorrhoea ("dysmenorrhea/menstrual pain, severe cramping") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2005,(B)(6) 2008,(B)(6) 2011, (B)(6) 2013)), tobacco user and urinary tract infection. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, menses irregular with excessive bleeding, difficulty sleeping, swollen glands, polycystic ovarian syndrome, numbness, bladder dysfunction, amenorrhea and mole of skin (mole removal). Concomitant products included cilest (ortho tri-cyclen lo)(B)(6) 2014 to (B)(6) 2014 and medroxyprogesterone acetate (depo-provera). On(B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain/pain lower back pain") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, 2 years 7 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("prolonged/frequent menses/menstrual periods increased from 3 days to 7-9 days"), dyspareunia ("pain during intercourse"), vaginal infection ("irregular vaginal discharge/infection") with vaginal infection, menometrorrhagia ("prolonged/frequent menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines/headaches"), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("cramping"), weight increased ("weight gain/gained 60 lbs"), mood swings ("mood swings"), feeling abnormal ("brain fog"), fatigue ("fatigue") and arthralgia ("knee/joint pain"). On an unknown date, the patient experienced polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with analgesics, surgery (bilateral salpingectomy - laparoscopic diagnostic, exploratory laparoscopy,), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, dysmenorrhoea, the last episode of menorrhagia, back pain, dyspareunia, vaginal infection, menometrorrhagia, vaginal haemorrhage, polycystic ovaries, weight increased, fatigue, arthralgia and vaginal discharge outcome was unknown and the migraine, pelvic pain, alopecia, abdominal pain lower, mood swings and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menometrorrhagia, migraine, mood swings, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: removed mole in the right axilla during essure procedure. She did not claim essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. On (B)(6)2017, she reports that her preoperative pain has completely resolved. Pelvic pain she thinks due to the essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: essure coils were visualized on (B)(6) 2016,undergo an essure confirmation test which showed essure coils were visualized. On (B)(6) 2016, (us pelvis comp w/ transvaginal if indicated) pelvic pain right side; papanicolaou smear, well woman exam with routine gynecological exam, pain, female pelvic; pain (please specify). Normal pelvic ultrasound. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added event vaginal discharge. Updated onset date of event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), the first episode of menorrhagia ("abnormal, heavy menstruation/abnormal menorrhagia/menstrual period increased") and dysmenorrhoea ("dysmenorrhea/menstrual pain, severe cramping") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 on (B)(6) 2005, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013)). Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included cilest (ortho tri-cyclen lo) (B)(6) 2014 to march 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, 2 years 7 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("prolonged/frequent menses/menstrual periods increased from 3 days to 7-9 days"), back pain ("severe back pain/pain lower back pain"), dyspareunia ("pain during intercourse"), vaginal infection ("irregular vaginal discharge/infection") with vaginal discharge, menometrorrhagia ("prolonged/frequent menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines/headaches"), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("cramping"), weight increased ("weight gain/gained 60 lbs"), mood swings ("mood swings"), feeling abnormal ("brain fog"), fatigue ("fatigue") and arthralgia ("knee/joint pain"). On an unknown date, the patient experienced polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with analgesics, surgery (bilateral salpingectomy - laparoscopic diagnostic, exploratory laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, the last episode of menorrhagia, back pain, dyspareunia, vaginal infection, menometrorrhagia, vaginal haemorrhage, polycystic ovaries, weight increased, fatigue and arthralgia outcome was unknown and the migraine, pelvic pain, alopecia, abdominal pain lower, mood swings and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menometrorrhagia, migraine, mood swings, pelvic pain, polycystic ovaries, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: removed mole in the right axilla during essure procedure. She did not claim essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: essure coils were visualized on (B)(6) 2016,undergo an essure confirmation test which showed essure coils were visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added per pfs: vaginal haemorrhage, migraine/headache, dysmenorrhea, pelvic pain, hair loss, cramping, polycystic ovarian syndrome, weight gain, mood swing, brain fog, fatigue, arthralgia, dyspareunia, knee/joint pain. Concurrent condition, concomitant medication, medical history, events outcome, reporters, lab data, lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.